Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our investigation of the case logs indicated that the misplacement of the implants was due to excessive deflection forces on the end effector or skiving while using instruments in the end effector. The case logs showed numerous warnings stating that excessive deflection force was detected while navigating instruments on trajectory. Excessive deflection force on the end effector may cause the instrument to skive depending on the technique of the user. Skiving can lead to the misplacement of screws. The observed overall risk level is low, which does match the anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed during surgery.